Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead showed noise. The noise was not reproducible and appeared to be non-physiologic. It was indicated that it may be an insulation issue. No inhibition was noted and noise was intermittent during the clinic check. No intervention was indicated.